Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, the device was found in backup vvi (bvvi) due to low battery voltage. Premature battery depletion was suspected. Device replacement is anticipated, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.